Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000408 - the dentist reported that 5 months after the dental implant was installed in intraoral region#9 it was verified its non- osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii, fenestration has occurred during surgery and bone graft was executed.